Event description:
Reporter stated that lancet is not fully retracting inside of device, resulting in the lancet protruding from the end cap. No unintentional lancet stick was reported. Technical support requested the return of the suspect product and replacement product was shipped.